Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a faded screen. The customer¿s blood glucose level was 8.7 mmol/ l at the time of the incident. It was reported that this occurs regularly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected faded display or segments noted during testing. Device also received with scratched lcd window.